Event description:
It was reported that a few days post implant, the right ventricular (rv) lead failed to capture and was found to be dislodged. The rv lead was successfully repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.